Manufacturer narrative:
Concomitant products: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Method - lens work order search. Results - a lens work order search was performed and no similar complaint was found. Conclusion - conclusion not yet available. Evaluation is in progress. (B)(4) . Product not returned.

Manufacturer narrative:
Medical review: review of the complaint file indicates that the single piece iol was removed due to open posterior capsule during the cataract removal and iol implantation surgery. The patient was (B)(6) years old with history of glaucoma. The pre-op bcva was 20/40. The patient is waiting for secondary iol implantation. The reporter did not believe the product was the cause of the event. Several factors could contribute to capsule tear, which include surgical techniques such as capsulorrhexis and phacoemulsification, patients' condition such as mature cataract, diabetes and capsule dynamics (i.e. Capsular contraction syndrome). There is no evidence support that the medical device is the cause of the event. Conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
A visual inspection of the returned product found one whole haptic, half of other haptic and half of optic torn off and missing. There was evidence of clear surgical residue on product. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4204vf silicone single piece lens in patient's right eye. The lens was removed due to open posterior capsule. The patient awaits secondary iol. The reporter stated incident was not product related. No further information provided.

Manufacturer narrative:
Method: device history record review. Results: device history record review - after reviewing the complaint file, device history record and root cause analysis; the root cause is not likely related to the lens manufacturing process. All parameters during the manufacturing process were within specifications and the process was following sops. There is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).